Event description:
Information received with return of the explanted device notes that during a routine follow-up, the patient was in his own intrinsic rhythm. With magnet applicaiton, there was vvi pacing of 50 ppm. The device was difficult to interrogate and could not be programmed. A download was un- successful. Although not confirmed, programming values were accepted. The physician elected to replace the device. There were no consequences to the patient.